Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant there was a rise in right ventricular (rv) lead thresholds. 10 days later, the patient complained of chest pain, discomfort and palpitations. It was determined via imaging that the lead had perforated and a thoracotomy was performed. It was further reported that the there was poor adhesion of the wound at the implantable cardioverter defibrillator (ICD) implant site. The ICD and lead were explanted, and a new system will be implanted at a later date. No further patient complications have been reported as a result of this event.